Event description:
It was reported that the patient reports hearing crackling sound, unclear signal and an interference he reports sounds like tinnitus. Testing carried out by the clinic on (B)(4), 2010 and by med-el UK on (B)(4), confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.